Event description:
It was reported that asymptomatic patient presented in-clinic for follow up when post-paced t-wave oversensing was noted on the stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at subsequent follow-up, post-paced t-wave oversensing was observed again via stored egm. Patient was asymptomatic. Further reprogramming was made.